Manufacturer narrative:
One device was returned for repair with complaint that the device randomly alarms. No event history related to the current complaint. No service history within the last 12 months. Visual/functional testing was performed. The air sensor was damaged with the downstream occlusion (dso) seal lifting. Replaced air sensor and dso seal. Control module malfunctioned, causing device to alarm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump randomly alarms, to where you can't turn the device off while in use. Per reporter, the screen went blank and started beeping. Even when batteries were removed the pump continued to alarm. Reporter stated the event occurred during patient use but there was no patient harm/adverse event.